Event description:
It was reported by customer that they had been hospitalized for high blood glucose levels. Customer stated they awoke to blood glucose levels over 500 mg/dl and were rushed to the hospital. Customer discovered insulin was not being delivered due to a kinked cannula and discontinued use of the device. Customer declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).